Event description:
Procedure type: hernia surgery. According to the rptr: after the surgery, pt complains continuously of pains. Examination due to the pains, noticed that the implanted mesh twisted itself and one piece of the mesh was broken off. Pt got a new surgery. Where the hardened alloplastic material was reconstructed and the hernia closed with a new alloplastic material. The surgipro hernia mesh was removed. Based on a medical report from the doctor, it was found out, that the pain was based on the (surgipro) material defect. The plug has tightened itself and bulged out the former break cavity conical. The perfix-plug was hardened.

Manufacturer narrative:
(B)(4).